Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence. The device was explanted and replaced, and a smaller cuff was used. No further patient complications were reported.